Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead had no low voltage (lv) output, low pacing impedance, and failed to sense. The rv lead was not used and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of low pacing impedance, no pacing and failure to sense were confirmed. As received, a complete lead was returned in one piece. An internal short was found due to the over torqued inner coil in the connector region. The cause of the reported event was due to the over torqued inner coil in the connector region.